Event description:
Information was received from a consumer (con) regarding a patient (pt) implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt was experiencing difficulty recharging the ins. The ins recharger (insr) would turn off approximately every 5 minutes and pt would need to initiate a new session to resume recharging. The ins is not fully charged and pt reported it was, "not working and does not charge". The manufacturer representative was able to establish communication and recharge coupling with their insr antenna, and patient requested replacement insr antenna. No symptoms or additional complications were reported. Additional information was received from the patient on 2017-aug-07. It was reported that the replacement of the recharger did resolve the poor coupling and the implant not working. However, the patient reported they have to charge every 1.5 days. No symptoms or additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that "nothing is fun anymore" and that they are glued to their charger and cant move or it wont charger properly.